Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated magnesium results while using the architect c4000 analyzer. The following data was provided. The customer uses normal range 1.6 to 3 mg/ml. Initial results used analyzer sn (B)(4) and repeat used analyzer sn (B)(4). Sid (B)(6) initial 6.2 mg/dl, repeat 1.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and cleaned the low concentration waste manifold and the cuvette wash nozzles on the analyzer. The manifold [manifold, lcw, c4 part 7-205636-01] and nozzle [nozzle, part 7-205228-01] were considered to be the likely cause of the discrepant results. No additional discrepant results were reported after the parts were cleaned. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, instrument log review, and an instrument service review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.